Manufacturer narrative:
Concomitant medical products: 5092-58 lead, implant date: (B)(6) 2008, 4068-52 lead, implant date: (B)(6) 2008. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
A previously capped right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.